Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 8110 syringe pump was giving channel error. Pump had bad iui which when replaced, resolved the error. There was no patient involvement.